Event description:
It was reported that when the pt returned to the hospital a few days after the port was implanted, the catheter had separated. The catheter was removed in the cath lab and the port is to be removed when the pt's condition improves. Another port was implanted without any complications.